Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with a distal tibia plate and screws to treat an unknown type tibial fracture on unknown date. Patient healed and requested all hardware be removed. During the removal procedure, surgeon was attempting to remove the second screw when the handle of the screwdriver split into two pieces and fell off the shaft of the device. No pieces fell into the patient. Another device was readily available and was used to complete the procedure successfully with no delay and no further harm to patient. This report is 1 of 1 for (B)(4).